Event description:
It was reported that the asymptomatic patient presented in-clinic with pacemaker exhibiting backup vvi behavior. A device download was successfully performed and restored the device to original functionality.